Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ca2 calcium gen.2 assay on a cobas 8000 c 702 module. No incorrect result was reported outside of the laboratory. The sample initially resulted in a ca2 result of 0.97 mmol/l. The patient sample was repeated, resulting in a value of 2.22 mmol/l. The repeat result is considered to be correct. The ca2 reagent lot number was 60277801, with an expiration date of 30-apr-2023.

Manufacturer narrative:
The provided calibration data was acceptable. The quality control data from 01-aug-2022 to 08-aug-2022 was not on a stable level but the quality control results on the day of the event were within specified ranges. The field service engineer (fse) found that the rinse water was overflowing and adjusted the levels of the rinse unit. Quality control and precision run passed. The investigation determined the service actions performed resolved the issue.